Event description:
It was reported that during a da vinci si hysterectomy procedure the precise bipolar forceps instrument sparked. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken conductor wire and charred yaw pulley. One conductor wire is broken at the yaw pulley exit and the wire is detached from its connection at the grip. One yaw pulley (located on the side with the broken wire) has a char mark next to the drive cable, which indicates that an arcing event occurred.